Event description:
It was reported to philips that the device gave an error indicating geometry movements were partly available. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in neuro treatment when the issue occurred, and the procedure got delayed and it was completed by moving the patient to another room. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the geometry movements were partly available. Restarting the device did not resolve the issue. The rse analyzed the log file and found an error ¿floatforcetabletopkey button was active¿. The rse checked all buttons on the table-side operator modules with the help of customer but could not identify any issue. Since the onsite service for this case was cancelled, the issue was further troubleshooted in the subsequent case ((B)(4) and tw pr# (B)(4)) where the philips field service engineer (fse) replaced the geo module. The defective geo module was returned for part analysis. The analysis confirmed the malfunction of the module and identified that the mechanical pan knob gauge was stuck which causing the module to not function properly. Following the replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.